Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient was being treated for possible cellulitis with antibiotics. It was noted the cellulitis was at the pocket site. It was unknown if the cellulitis was related to the device/ins. The information reported under this manufacturer (MFR) report was previously reported under MFR report #3004209178-2016-18949. Additional review indicates this information pertains to this MFR report. Any additional information related to the cellulitis event will be reported under this MFR report.